Event description:
It was reported that the surgeon was attempting to remove a specimen with pr046 instrument without prior in-servicing. The bag did not open fully. It was suspected that the plunger was not fully engaged and upon further "pushing and pulling' of the instruments one of the prongs which released the bag snapped off outside. Sales rep in-serviced them fully on the correct and optimal steps in use following the case. The surgeon was then satisfied and believed that they most likely mishandled the instrument. The pr046 was discarded and there was no lot number recorded. There were no consequence to the pt reported.